Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received change sensor alarm. The customer also reported that the sensor was giving inaccurate readings. The customer's blood glucose was 179 mg/dl at the time of incident. The customer's blood glucose was 179 mg/dl and sensor glucose was 40 mg/dl when it triggered threshold suspend. The customer stated that a bad sensor alert occurred after 2nd consecutive calibration error alarms. The customer was advised to change out the sensor. The customer was advised to remove and change out the sensor. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.